Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b1, b2, b4, b5, g3, g6, h2, h3, h6 and h11. Section b5: additional information was received on 14-jul-2025. Summary: the information received indicated that the product code and lot number for the cerebase device were not available. The patient is currently stable and recovering from vascular surgery performed to repair the radial artery. The hospitalization was prolonged. Regarding possible contributing factors that may have resulted in the withdrawal difficulty (such as a vasospasm), it was reported, ¿yes, speaking to physician most likely caused by vasospasm.¿ patient information, including demographics and medical history, was unobtainable. The suspected device is not available for return. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. Per the additional information received on 14-jul-2025, it was indicated that the patient hospitalization was prolonged. Therefore, section h6 (health effect - impact code) was updated with "hospitalization or prolonged hospitalization" on this report. The file will be re-reviewed if additional information is received at a later date.

Event description:
It was reported, via a healthcare professional, that an unknown cerebase (product code unknown/ lot # unknown) was used for a trabeculectomy procedure. During the procedure, the team opted to use a cerebase in a radial approach due to difficult access in the femoral artery. Although I was not present during the case, I spoke with the fellow who was involved, and he provided insights into the situation. At the end of the procedure, the cerebase proved challenging to retrieve. After encountering difficulties and applying significant pressure, the device was eventually extracted; however, this action affected the radial artery, resulting in bleeding. Consequently, the patient required compression and was referred to vascular surgery for further intervention. The event was initially reported as such, ¿I would like to raise a product complaint for a cerebase used in a thrombectomy case. I was not present for the case but had a call with the fellow who was in the case. He updated me on what happened. During the case due to difficult access in the femoral artery, the team decided to use cerebase in a radial approach. At the end of the case the cerebase was difficult to retrieve but after some difficulties and pressure the cerebase came out and this was with the radial artery also which caused bleeding and needed compression and referral to vascular surgery.¿ no further information was made available at the time of this review. Additional information was received on 07-jul-2025. Summary: according to the information received, it was further commented: ¿following on from discussions today about the case, the product is unavailable for collection/inspection. The patient was taken away for surgery which was successful to repair the damaged artery from what I was told today. The ir¿s who did the thrombectomy do not believe it was a fault with the product and they said they would use the product again in this type of case. They believe the patient experienced severe spasm in the radial/brachial artery which caused the narrowing and consequently damage to the artery on removal of the cerebase catheter.¿ no further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Withdrawal difficulty from the vessel resulting in arterial injury and bleeding is a known potential complication associated with the use of the cerebase device and is listed as such in the instruction for use (IFU). Withdrawal difficulty could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. There may be clinical and procedural factors, including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery, that may have contributed to the reported event rather than the design or manufacture of the device. Since the alleged withdrawal difficulty from vessel led to arterial injury and bleeding requiring a referral to vascular surgery, the event is to be considered serious. The correlating relationship between events to the device used as a contributing factor cannot be ruled out. Based on this information, the event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿ with an awareness date of 01-jul-2025. The file will be re-reviewed if additional information is received at a later date. Per the additional information received on 07-jul-2025, it was disclosed that the patient required surgery for the arterial injury. Additionally, the event was attributed to a severe vasospasm. The event remains reportable to the us FDA. No further changes were required. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.